Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that the insulin pump had open book image and had blank display. The blood glucose level was unknown. The troubleshooting was performed for open book image and blank display. The customer reported that the insulin pump was back of the insulin pump was damaged. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was also received with case cracked behind the pump at the corner of the belt clip rails.